Manufacturer narrative:
Evaluation results: the actual device used in the event was not returned. Five sealed packs from lot u6392 were returned for evaluation. Two of the packs were opened for inspection and testing. Both cassettes were inserted into the cassette bay on the stellaris module and both were captured, recognized and passed the self vacuum test. Both primed, irrigated and aspirated as required during the functional testing. These cassettes meet current visual and functional standards. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
A report was received from a user facility in the (B)(6) stating "the system was primed and calibrated and checked out properly. The doctor proceeded with the case by stepping on the pedal and noticed no fluid was going into the cassette. The patient received a corneal burn." Additional information received states "the procedure had just started when the doctor noticed hundreds of bubbles in the eye. They started a system check and found fluid was coming out of the bottle but the cassette fluid level was zero. The patient had 3 sutures but the wound was still leaking. The patient has been referred to a corneal specialist for further treatment."